Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced usm to resolve the error at start up. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, failure analysis is pending.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm3) was displaying a recoverable fault error at startup that was not able to be cleared, with error being displayed. Multiple power cycles had been attempted, and the usm had been moved to different flex positions, but the error continued to return. Due to the inability to resolve the issue, a decision was made to swap out the patient cart in order to continue with case setup, as all four usms were required for the procedure. The procedure was converted to another dv system with no reported injury.